Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection identified no anomalies. The device would not respond to telemetry. The device case was then removed and internal visual inspection found no irregularities. Battery measurements were taken and the voltage was much lower than expected. The low battery voltage was the cause of the inability to interrogate the device. An external power source was then connected to the device. The device powered up and would beep 13 times and then pause, then beep another 13 times and pause. This would continue in this loop. During the pause in beeping, the hybrid current would stabilize. Further testing confirmed the beeping loop is consistent with the internal crystal oscillator not functioning. A parallel crystal was tested on the hybrid and functioned normally. The device was then temperature cycled in an oven from 20-40 degrees celsius. The device functioned normally across this temperature range. The parallel crystal was removed and the device would beep and pause and continue in this loop; and the hybrid would not power up correctly. Analysis confirmed the clinical observations were caused by an anomaly with the crystal in the rf circuit.

Manufacturer narrative:
(B)(4). The device is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that the patient reported hearing beep tones from their subcutaneous implantable cardioverter defibrillator (s-ICD) that started a couple weeks earlier. The patient was seen in the clinic and the rep validated the tones and stated the device would beep 12-13 times and then stop for 4-5 seconds, and then start up again. The field representative was unable to interrogate the device using two separate programmers; and was unable to elicit a change in tone pattern when a magnet was applied. The patient had not been exposed to any radiation treatment or any procedures. Boston scientific technical services (ts) discussed the device will need to be replaced as therapy may be compromised. The device was subsequently explanted and replaced. The device was retained by the hospital, but is expected to be returned. No additional adverse patient effects were reported.